Event description:
Reportedly during prep of the xience v, the stent was noted to be loose. The device was not used in the patient. The xience v was replaced with another xience v of the same size and the procedure completed. A clinically significant delay in procedure was not reported. No additional event information was provided. Return device analysis identified a separated hypotube rather than a loose stent. Confirmation was received from the site that the correct device was returned; however, it could not be clarified as to when the hypotube separation occurred.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood visible on the hub, shaft, balloon and stent implant and in the guide wire lumen and contrast on the shaft, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The stent implant was not loose as reported. The stent outer diameters were measured and met manufacturing criteria. The hypotube had separated 22.7 cm distal to the strain relief tubing. The fracture faces were oval shaped as if kinked prior to separation. The jacket at the separation was stretched and separated at the same location. The hypotube was kinked 13 mm proximal to the separation and 9 mm distal to the separation. There were multiple bends throughout the entire length of the hypotube. Follow-up information was received from the account confirming that the correct device was returned for analysis however, as the reported loose stent was unable to be confirmed, it is possible that the hypotube separation was what was meant to be reported by the account. It is possible the hypotube was inadvertently handled during preparation; however, it is unknown when the hypotube separation may have occurred. That type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. With the limited information available, a conclusive cause on when the hypotube separation occurred could not be determined. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a search of the complaint handling database indicated no related incidents, there is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.